Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the pt was revised due to non-union. A discoloration and tarnishing was found on the plate, screw and the pt's bone.